Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: it¿s not clear in the provided images which one is the third problematic barrel, however all the drill holes are clean and free. The metal guide design was re-checked. The guide barrels don¿t have blockers on it and the drill holes are clean. The post-processing comments for the barrel holes go/no-go checks were correctly added. A first operator reams the part with correct drill and a second different operator checks it with go/no-go gage. The optical scan was checked, and no issues were found. The drill holes from previous case had the same parameters and went successful through the surgery. The surgeon used a twist drill with the same diameter as for all cases. He had to slow down the speed to drill the screws. The drill was from a loan kit and had been quite used already. This could have led to certain discrepancies and this variation could possibly cause the issue. Physical product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: initially reported as october 15, 2020 but should have been october 16, 2020.

Manufacturer narrative:
510k: this report is for an unk - drill bits: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for bimaxillary osteotomy. During the surgery, when whilst using the custom maxilla cutting guide, 3 drill bits are broken off. When the guide was removed, it was noted to have a flange on 3 of the predrill holes. All generated fragments are removed easily without any additional intervention. The surgery was completed successfully with 10 minutes delay. There was no patient consequence. This report is for (1) unk - drill bits: trauma. This is report 1 of 3 for (B)(4).